Event description:
A nurse reported that during a vitrectomy procedure for a retinal detachment, the laser presented low energy. The surgeon has to increase the laser energy to get the result that he normally gets at a lower setting. The procedure was completed using the same system with no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).